Manufacturer narrative:
This adverse event was reported in esg test system on (B)(6) 2023 (MFR report #: 3003775186-2023-01874). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
The sapphire balloon was used for dilation in a heavily calcified and chronic total occlusion (cto) in the left anterior descending artery (lad). After the second inflation, the sapphire balloon ruptured and became stuck in the lad. When attempting to remove the sapphire balloon, the balloon became elongated and the distal marker became stuck as the proximal marker came out, causing the sapphire balloon shaft to fracture. An intra-aortic balloon pump (iabp) was placed. The patient is stable on iabp. The patient underwent bypass surgery on (B)(6) 2023. The bypass surgery was successful, but the distal marker component of the sapphire balloon remains in vivo. The component remains lodged in the heavily calcified lad cto. The patient was stable. The target lesion information: a heavily calcified and chronic total occlusion (cto) in the left anterior descending artery (lad). Additional information was received as follow: 1. What is the status of the patient? Re: pt is currently having bypass surgery. 2. Could you please provide additional vessel and lesion details? (% stenosis, level of calcification, diameter, etc.) Re: lad was a 100 cto, very calcified. 3. What other devices and guide wires were used during the procedure(brands, types, sizes, etc.) Re: only 1.0 sapphire would cross, tried to use cutting balloon 3.0x10 wolverine (no cross) and sfnc 3.0 x 10 (no cross). 4. To what pressure was the sapphire inflated? Re: nominal pressure on sapphire nc 24. 5. To clarify, was there any clear indication as to why the device became stuck? Was it due to the rupture? Re: once balloon ruptured, the balloon the became elongated once we tried to pull it out and the distal marker became logged in the patient as the proximal maker came out, tearing the balloon shaft into pieces. 6. Was the sapphire balloon successfully removed? Re: post surgery, the patient's status was stable. A bypass procedure was performed and successful. Although the distal marker of the sapphire balloon remains in vivo. The component remains lodged in the heavily calcified lad cto. Factors that can contribute to balloon rupture include, but are not limited to, material, interaction with other devices, patient anatomy, lesion calcification or tortuosity. In this case the sapphire nc 24 balloon catheter was utilized in an extremely tight (100% cto) and calcified lesion (which calcified lesions are known to have topography that can either puncture or bind/catch balloon material). From the case information and the investigation outcomes, it was speculated that the balloon may have been weakened and ruptured due to interaction with the calcified lesion, and then became caught. The ruptured balloon was assumed to be separated by tensile stress applied upon catheter removal from the lesion. Based on investigations, the product incident cannot be attributed to manufacturing, design or labelling causes. It is highly likely that unique patient lesion morphology including angulation and calcification contributed to this incident. However, details could not be ascertained as the device evaluation could not be performed. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.